Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. A clinical investigation concluded: ¿the data provided is from an article from the netherlands reported a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study,¿ presented in a provided translated excel spreadsheet in english. The limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed.¿ a risk management review was carried out which identified some potential causes for the reported issue. The risk files for the pico family contain multiple causes of failure to maintain vacuum including inability to seal dressing and difficulty applying fixation strips. These failure modes lead to no harm or delayed wound healing. Without any further information, an accurate failure mode or harm cannot be assigned. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that in a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study" that the pico negative pressure wound therapy (smith & nephew) was applied to 60 patients, one of these patients presented inability to maintain the vaccum. Therapy not completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.